Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation and was visually inspected. Results: visual inspection revealed two vertical cracks on the dome on either side of the hinge bracket and another smaller vertical crack on the dome underneath the chamber port. The area around the crack showed stress marks. A lot check was performed and no other complaints of this type have been received for the lot date provided. Conclusion: we were unable to determine the cause of the damage. However, it is known that pressures produced in excess of 80 cmh20 (8 kpa) may affect the integrity of the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. It was further reported by the hospital that the chambers may be used for 10 days which suggest the damage to the chambers occurred after they were released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "maximum operating pressure: 8 kpa"

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare representative that an mr29v humidification chamber was leaking where the chamber dome meets the base after 10 days of use. No patient consequence was reported.